Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is manipulated against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the patient anatomy was tortuous. The tortuous anatomy may have contributed to resistance. Further evaluation revealed an ovalization on the distal end of the catheter shaft. This damage was incidental to the reported complaint may have occurred during manipulation within the patient¿s anatomy. The ovalization likely contributed to the resistance experienced while advancing the pod coil through the lantern. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a lantern delivery microcatheter (lantern), a pod coil, and non-penumbra catheter. It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing the pod coil through the mid-shaft of the lantern, the physician experienced resistance and decided to remove the lantern containing the pod coil. While removing, the physician noticed that the lantern was broken near the proximal end. Therefore, the lantern and pod coil were not used for the remainder of the procedure. The procedure was completed using a new pod coil, four pod packing coils (pod pcs), and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.